Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Customer¿s blood glucose level was in the 500¿s mg/dl on the continuous glucose monitor and meter. Additionally, it was reported that the customer experienced elevated blood glucose (bg) of greater than 600 mg/dl on the continuous glucose monitor; cause was unknown. Reportedly, the customer declined troubleshooting with tandem technical support and said that they would ¿change their infusion set¿.